Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer's representative. It was reported that the issues have been resolved and patient loves his new device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of chronic low back pain and spinal pain. It was reported that the patient saw a poor communication screen and they cannot get the ins to charge and stay charged. The caller stated that this happened to them once before and they got it all charged up. The patient is getting a poor communication screen on the recharger. The patient hasn't charged in the past 5-6 months. The patient is unable to communicate with the programmer and also sees the poor communication message. The patient has an appointment with their healthcare provider (hcp) in (B)(6). No further complications were reported or anticipated. No symptoms were reported. Additional information was received from a manufacturer representative (rep) via a patient on 2019-may-16. The patient was last seen by a rep in 2018. The battery was discharged. The patient needed to charge. 3 unsuccessful trickle charge attempts and now the battery will be replaced. The patient had no falls according to the patient. Nothing they can attribute to the trouble recharging. The patient didn¿t think they were ever jump started before. The patient opted to surgically put in a new ins because they were getting good pain relief/improved function, but they could not get their current one going. They would surgically remove and replace it within the next 7 days. The rep encouraged them to return if they aren¿t the rep present for the replacement. A different rep should be able to provide a full detail update by latest 2019-jun-04. Surgical intervention is planned but has not yet been scheduled. The issue was not resolved but the patient was noted to be alive with no injury. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that the device was replaced on (B)(6) and was not returned for analysis.